Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found the proximal stent strut struts were lifted from their crimped stent position. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer extrusion and mid-shaft section and visual inspection of the inner extrusion found that the shaft polymer extrusion was stretched at 19.5 cm distal from the port bond. This type of damage is consistent with excessive force that could have been applied on the delivery system.

Event description:
Reportable based on device analysis completed on 14-jun-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the coronary artery. A 3.50 x 38 synergy ii us mr stent was selected for use. During percutaneous coronary intervention, it was noted that the synergy us mr stent could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.